Manufacturer narrative:
Examination of the returned device found a break at the end of the rod. The broken portion was not returned for evaluation. The breakage is consistant with fatigue fracture. The device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant stated in the instructions for use (IFU) supplies with the device. At this time, the complaint is considered to be closed.

Event description:
Contact reports the spinal rod was explanted due to device breakage . The rod had been implanted for approximately two years and the patient's spine had fused. Also see medwatch report nos. 1526439-2006-00216 and 1526439-2006-00217 for additional devices involved in this event.